Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for pneumonia in her right lung and a blood glucose exceeding 600 mg/dl. The hyperglycemia was attributed to the pneumonia. The customer had an infection and a nasty cough. She was treated for the hyperglycemia and the pneumonia. Troubleshooting did not occur for the insulin pump. No products will be returned or replaced.